Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge.

Event description:
It was reported that air bubbles were observed within the canister. Reportedly, the customer used cold insulin. Tandem technical support educated the customer regarding insulin use. Customer primed the tubing to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.